Manufacturer narrative:
D6: the tube was a customized version of a standard bivona 67fh fixed neck flange hyperflex tracheostomy tube in which the ventilator male connector had been replaced with a 15 mm iso endotracheal tube connector per physician's order. The modified version was given the identifier code cm0027. Each prescription refill is given a separate lot number, but all bear the identifier (prescription) number assigned to that pt's device. H6 - complaint system audit uncovered engineering evaluation of returned device indicating wrong size connector had been used during MFR of this custom-made tube. Drawing required use of 7.0 mm connector; 6.0 mm connector was actually used.

Event description:
Obturator did not fit the tube